Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose level. Customer's blood glucose (bg) was 838 mg/dl. The customer was treated with intravenous insulin and saline, and was released from the ER 10 hours later with no permanent damage and the reported issue resolved. The customer continued to use the pump for insulin therapy.